Event description:
The customer reported that when ECG leads were attached to patient, they did not get a signal for no ECG or pressure waveform. The iabp was replaced and the therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative confirmed the reported event of no ECG or pressure waveforms and observed that there was no power to trainer. The company representative replace the front end board (part number 0670-00-0668e). The company representative performed calibration and safety tests. The unit met factory specifications and was returned to the customer. (B)(4).